Manufacturer narrative:
Concomitant medical products: nexgen complete knee all poly patella, catalogue # 00597206529, lot# 62460884. Nexgen stemmed tibial component, catalogue # 00598003701, lot # 62510191. Nexgen lps-flex gsf femoral component, catalogue # 00596203210, lot# 62436930.

Event description:
It is reported that the patient underwent revision of the left knee due to injury.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: nexgen complete knee all poly patella, catalogue # 00597206529, lot# 62460884. Nexgen stemmed tibial component, catalogue # 00598003701 lot # 62510191. Nexgen lps-flex gsf femoral component, catalogue # 00596203210 lot# 62436930. Palacos bone cement catalog# 00111214001 lot# 77114365.

Event description:
It was reported that patient was revised due to pain and loosening.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.